Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero needleless adapter leaks. The following information was provided by the initial reporter: concern description: when pushing meds through the nexiva IV catheter nurses and physicians are being exposed to blood and medication as it is leaking through the max zero cap. Also a risk to the patient as they may not be receiving an accurate dose of medication date of incident: 11-oct-2024 29 oct no visible damage to max zero connector.

Manufacturer narrative:
Additional information received and entered in b. Describe event or problem.

Event description:
(B)(6) 2024: there was no exposure to skin or mucous membranes and yes nurses and physicians are always wearing gloves. The issue is the fact that leaking is occurring. It is a concern that blood and medication is leaking through the max zero caps. Which leads to questioning if the right dose of medication is being given to the patient? We had a rep on site this week who visualized our concerns and saw firsthand the problem.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.